Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's thoracic and peripheral ipgs became unable to communicate with external devices. As a result, surgical intervention was undertaken wherein the thoracic ipg was explanted and replaced on (B)(6) 2025 to address the issue. Therapy for the thoracic system was restored post-operatively.